Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. An event history log review was performed, and there were no keystrokes, programming, or use related events that would contribute to the reported problem of burning. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. During the sample evaluation, an external visual inspection revealed no issues. However, an internal visual inspection revealed that the accomp pcb was overheated at solid state relay u1. The device was tested and passed the return instrument test/evaluation (rite) electrical test, but failed the rite functional test due to a heater temperature timeout. The cycler remote toolbox (crt) was performed with tempmon feature to monitor the device heater system. This revealed that all plate sensors did not increase. The reported problem of burning was verified and duplicated during product analysis laboratory (pal) testing. After replacing the accomp pcb, a short simulated therapy was performed without issue. Upon conclusion of the evaluation, the cause of the problem was determined to be an overheated solid state relay u1 on accomp pcb. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced burning. The patient was connected at the time of the event. This occurred during fill one of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the event. The technical service representative assisted the patient with ending therapy and advised that they complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.